Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2022 and suture was used. During the procedure, at the end of the surgery, a very small metal fragment was found on the patient's skin. Upon closer inspection, it was found to be the broken tip of a surgical suture needle. The surgeon and scrub nurse confirmed that both pieces fit together and there were no other pieces left. The theatre lead and consultant operating surgeon were informed and are aware. Photo taken of the needle and broken tip section together on the discard pad. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence or injury? What is the patient¿s current health status and condition? What measures were taken to retrieved the broken piece? Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information please provide photo of the device. Could you please clarify device availability? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Reported lot sgbcq2ro is invalid, please provide the correct lot number.